Event description:
On 22-may-2026, a clindex notification was received via email indicating that additional information had been obtained from a clinical study (foot and ankle registry, airr 0006). The subject underwent ankle fracture fixation on (B)(6) 2025, during which kreulock screws were implanted. Postoperatively, the patient required removal of a syndesmotic screw due to loosening; the device was removed uneventfully on (B)(6) 2026 and revised with a tightrope during syndesmosis open reduction and internal fixation (orif). Clinical assessment determined that the event was not related to the implanted devices.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.